Event description:
An inquiry was made by the MRI department at mercy regional in lorain ohio asking if it was safe to perform an MRI on a patient who had a guide wire break off during a procedure. It was communicated to mercy regional that it was not safe to perform the MRI. Several unsuccessful attempts have been made to gather information regarding case, patient and device information for the guide wire that broke event.

Manufacturer narrative:
(B)(4). Evaluation of the discrepant device is not possible, at this time case specifics and device details are unknown. Attempts have been made to get the information from reporting facility. Any missing or incomplete data is the result of information not being provided by the reporter. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.